Event description:
Customer reported a crack in the screen. The blood glucose reading was 227 mg/dl. The insulin pump had been dropped. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked lcd window, minor scratched lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.